Event description:
It was reported that the foley catheter difficult to deflate from the patient. The foley catheter was used for the patient with the history of benign prostatic hyperplasia surgery. The patient felt pain, but the catheter able to insert which was confirmed with the bladder placement under echo. Later, the distilled water was injected, but the water could not be drained from the catheter balloon. Eventually, the shaft was cut and the endoscope obturator was inserted into the inflation lumen. After that, the water was drained. Per follow up via ibc on (B)(6) 2020, no patient injury reported. After removal, another foley catheter was placed. Per follow up via ibc on (B)(6) 2020, the doctor felt slight difficulty during the insertion, but the patient did not feel the pain.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. The root cause of this failure mode could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra may be injured). 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter difficult to deflate from the patient. The foley catheter was used for the patient with the history of benign prostatic hyperplasia surgery. The patient felt pain, but the catheter able to insert which was confirmed with the bladder placement under echo. Later, the distilled water was injected, but the water could not be drained from the catheter balloon. Eventually, the shaft was cut and the endoscope obturator was inserted into the inflation lumen. After that, the water was drained. Per follow up via ibc on 13nov2020, no patient injury reported. After removal, another foley catheter was placed. Per follow up via ibc on 17nov2020, the doctor felt slight difficulty during the insertion, but the patient did not feel the pain.